Manufacturer narrative:
The suspected flow meter including pressure dome was returned for investigation. The pressure dome exhibits a circumferential crack in the area where the threaded section ends i.e. The top of the dome broke off in one entire piece and the other part stayed as a ring on the threaded port of the flow meter. The pressure dome is made of polycarbonate and was manufactured in april 2000. Reportedly, there are two different chemical in use in the particular care unit - one of them is "pursept 0,5%. Polycarbonate is known to be susceptible to ethanol and other alcohols; frequent exposition may lead to the development of tension cracks. Considering that, "pursept 0,5%" must be rated incompatible for reprocessing of the pressure domes - the user facility will receive related feedback on that. Even though there were no related indications found, some other contributing factors may have been present. For example, excessive uv radiation may accelerate aging. Furthermore, it cannot be excluded in reflection of the product's age that other chemicals have been used in the beginning of the life cycle which are also not suitable. The IFU contains related advises that the product must be regularly inspected for mechanical integrity and that an in-depth check by a trained person has to be carried out at least every three years.

Event description:
Refer to initial MFR. Report #9611500-2017-00196.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the flowmeter burst when the user connected it to gas supply. No injury reported.